Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, very little insulin was observed exiting the cartridge pigtail. Customer changed the cartridge and the fill tubing step was completed. Customer's blood glucose was 115 mg/dl.